Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and an unknown duration of pacing inhibition. The patient was noted to not be pacemaker dependent, however, a lead revision procedure was planned. Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. The root cause of the reported observations was not determined. No additional adverse patient effects were reported.